Event description:
Related manufacturer reference number: 2017865-2022-13018. It was reported that noise which resulted in oversensing was noted on the right ventricular (rv) and right atrial (ra) leads. The suspected cause of the noise was subclavian crush. An x-ray was performed and no anomalies were observed. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found multiple external insulation abrasions due to friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil. Visual inspection of the lead did not reveal any clavicle crush damage.